Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming that the cassette had not been attached, but it was not harmful. The patient¿s therapy had been delayed, and the pump had been swapped out. Issue was not resolved. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction d9: device received on 28-nov-2024 h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal and a defective dso sensor. The cause of the problem was the dso sensor/damaged dso seal. The dso sensor and seal were replaced to fix the issue.